Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile prostheses and experienced bilateral deflation and right-sided breast pain postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. There is a discrepancy between the manufactured date (20-jul-2004) and the reported implantation date ((B)(6) 2003). Follow-up is still in progress. At this time, mentor is reporting what was reported as the implantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the implantation date. Initially, the implantation date was estimated by the patient and reported as (B)(6) 2003. However, additional information revealed that the implantation date was sometime in august, 2004. The implantation date was estimated as (B)(6) 2004 based on available information. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile prostheses and experienced bilateral deflation and right-sided breast pain postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. There is a discrepancy between the manufactured date (20-jul-2004) and the reported implantation date ((B)(6) 2003). Follow-up is still in progress. At this time, mentor is reporting what was reported as the implantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. (B)(4).

Manufacturer narrative:
On (B)(6), 2024, the patient called mentor to inquire about her warranty for a "knot" she was having. The patient reported she will be having imaging soon and will have the healthcare provider report any updates to mentor. D4: UDI: the product made prior to UDI compliance date. Manufacturer's reference number: (B)(4).